Event description:
The customer reported that during a procedure, the images appeared very dark. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep cleaned the 5v cable connectors and reseated video boards. He then reloaded the software. They system operates as intended. (B) (4)